Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead is short-circuiting causing the atrium to fire faster than the ventricles. The patient indicated that their health care professional (hcp) scheduled an ablation procedure and if that was successful that another lead would be placed. At this time, this lead remains in service. No additional adverse patient effects were reported.